Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient using the ilet insulin pump experienced frequent low glucose readings and stated the pump was not suitable for them. The patient declined additional training and requested to return the device, which was not accepted due to being outside the return window. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education provided by customer care. Investigation of this case revealed a cause for hypoglycemia could not be determined. It was concluded that no device malfunction could be confirmed and no further corrective action was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.